Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficulties could not be determined; however, factors that could contribute to difficult to advance/position include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that may contribute to material ruptures include, but are not limited to, material damage, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Factors that may contribute to an activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that the device may have interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement, as resistance was noted, causing the reported difficult to advance/position. Further interaction with the challenging anatomy may have caused the reported material rupture, ultimately contributing the reported activation failure including expansion failures; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. Pre-dilation was performed several times with a 2.5x15 non-abbott balloon dilatation catheter (bdc). The 3.0x18mm xience skypoint stent delivery system (sds) was advanced to the lesion with resistance noted with vessel calcification. Pressure was applied once when the balloon ruptured at 6 atmospheres and the stent did not deploy and remained mounted on the sds. The sds was suspected of having a pinhole from the vessel calcification. The sds was withdrawn intact. Additional dilatation was performed with the non-abbott balloon several times, then a 2.75x18mm xience skypoint stent was implanted without issue to complete the procedure. Post dilation was performed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.